Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty high brightness and turret motor could not be identified. Also, a definitive root cause of the baffle/shibori spring malfunctioning could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to the distributor, that the visera pro xenon light source front panel lit up. The issue occurred when the power was turned on during a diagnostic procedure, and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Section e1: (B)(6). The device was returned for evaluation. And the customer¿s allegation was confirmed. It was noted, that the issue occurred; due to a high brightness and turret motor failure. The shibori spring also malfunctioned and high brightness could not be achieved; due to wear of detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.